Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection was confirmed by the hcp. The hcp explanted the patient¿s stimulator and leads completely due to the infection getting worse. The device was discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient appears to have an infection at the pocket site. The patient text photos to a rep of a suspected infection at the pocket. The patient went to the emergency room and was treated with antibiotics and sent on her way. The patient was being scheduled for an explant on (B)(6) 2018. No further complications were reported.